Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and as a result experienced symptoms of hyperglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 800 mg/dl and administered an unspecified injection to lower glucose levels as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.